Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with altered mental status from acute renal failure. The patient was found to have obstructing right ureteric stone with hydronephrosis. A urethral stent was placed, and blood cultures were found positive for methicillin-resistant staphylococcus aureus (mrsa). The course was further complicated by ventricular tachycardia (vt) with shortness of breath and acute confusion in the setting of hyperthyroidism secondary to graves' disease and amiodarone induced thyroiditis. Methimazole and prednisone were administered. A cardioversion was required, as well as a lidocaine drip. The patient was treated with antibiotics for infection. They developed oliguric renal failure, right pleural effusion with pigtail placed, and recurrent vt. Support was withdrawn on (B)(6) 2023 and the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. The device was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists renal dysfunction, infection, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.